Event description:
Additionally healthcare professional reported "creases."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, and brown particles. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identified smooth crease opening on radius side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on radius assessed fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device has been explanted.